Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving check belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation, the monitor's driven ground relay was found to be non-functional. The cause for the faulty driven ground relay was an open r781 resistor. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open r781 resistor. The pt received a replacement monitor.